Manufacturer narrative:
Follow-up #1 date of submission 02/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. A review of the available data showed no evidence of a power issue. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap was able to fully tighten on to the pump with no power loss. The pump was then exercised for 24 hours with no issues. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the audio bolus button cover was torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked and the metal contacts of the battery cap were damaged. The battery cap was unable to tighten on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.